Manufacturer narrative:
Based on the available information, the reported event is most likely related to a perioperative bone condition and/or surgical factor, specifically a suspected trapezium bone fracture occurring during implantation, which may have contributed to the reported pain. No evidence suggestive of a device deficiency was identified, as no increased wear was observed on the concerned components during removal. Nevertheless, due to the absence of returned product, medical imaging, and DHR review, the investigation remains limited, and the root cause could not be conclusively confirmed. Should additional information becomes available, the investigation will be revised accordingly and a supplemental MDR will be submitted.

Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2025. Subsequently, the patient reported pain and underwent revision surgery due to a fracture of the trapezium likely occurring at the time of implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: 86, d4, d9, h3, h4, h6. The reported event could be confirmed since the affected device was returned for investigation. Based on the available information, the reported event is most likely related to a perioperative bone condition and/or surgical factor, specifically a suspected trapezium bone fracture occurring during implantation, which may have contributed to the reported pain. No evidence suggestive of a device deficiency was identified, as no increased wear was observed on the concerned components during removal.